Event description:
It was reported that perforation occurred. The patient's anatomy contained a small left ventricle. A transcatheter aortic valve replacement procedure was being performed. An amplatz super stiff guidewire was advanced and a non-bsc aortic valve was advanced over the amplatz super stiff guidewire. During deployment of the non-bsc aortic valve, a perforation of the left ventricle was identified. The decision was made to open the patient's chest to repair the ventricle. The procedure was successfully completed and the patient was transferred to the intensive care unit. The following day the patient's condition was improving.